Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with heavy calcification. After an initial unspecified stent was implanted, the 2.25x23mm xience skypoint stent delivery system (sds) was attempted to be advance to the target lesion; however, the sds failed to advance to the mid rca due to the anatomy. Therefore, the sds was removed with resistance due to the anatomy and then the stent became dislodged from the delivery system. A non-compliant balloon was used to implant the stent in the proximal rca partially in the initially implanted stent. This ended the procedure without further issue. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported failure to advance and difficult to remove could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) was advanced toward the lesion but failed to cross due to challenging anatomy. As a result, the sds was withdrawn with resistance, during which the stent became dislodged from the delivery system. Analysis of the returned device confirmed the stent dislodgement. In this case, it is likely that the device encountered a heavily calcified lesion during advancement, leading to resistance and the reported failure to advance. Continued resistance during device retraction likely contributed to the reported difficulty to remove and the subsequent stent dislodgement. Additionally, it was reported that a non-compliant balloon was used to implant the stent in the anatomy. There is no indication of a product quality issue related to manufacturing, design, or labeling. Therefore, no product-related corrective action will be implemented.